Event description:
Procedure: low anterior resection. According to the reporter: the device was used to staple the rectal stump. After the device was fired, the surgeon cut the rectum on the specimen side. The jaw of the device was opened and the rectum stump was released. When they inserted eea28 for anastomosis, they found that the rectum stump has no staple and the stump was still opened. There was also no staple remained in the pelvis area or on any tissue. The position of rectum stump was very low, and it was hard to see the rectum stump clearly. The surgery had to be extended for around 90 mins so that the surgeon could suture back the stump without any leakage. After that, the distal rectum could be anastomosed with the proximal colon by using eea28.

Manufacturer narrative:
(B)(4).